Manufacturer narrative:
(B)(4).

Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient was not able to hear the receiver alerts during the night as she is a sound sleeper; however, the patient's mother and brother can hear the alerts. No additional event or patient information is available.